Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the proximal segment of the left anterior descending (lad) artery. A 182cm luge¿ guide wire was advanced to cross the lesion. However, the guide wire fractured and dislodged into the lesion. The device was successfully removed with a 2-4mm retrieval device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned with its original pouch batch. The unit returned has wirer loaded in foreign catheter and broken, as part of overall visual revision. The returned device matches with upn provided by the customer. The device returned has the distal tip detached 179cm from the proximal section, the distal tip was not returned (3cm approx.). Also it has the wire kinked in the middle of the device. All the outer diameter (ods) measurements taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the proximal segment of the left anterior descending (lad) artery. A 182cm luge guide wire was advanced to cross the lesion. However, the guide wire fractured and dislodged into the lesion. The device was successfully removed with a 2-4mm retrieval device. No patient complications were reported and the patient's status was stable.